Event description:
It was reported that the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular rate while cutting his bushes. The patient then came into the clinic to have his device checked. Reprogramming changes were recommended and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).